Event description:
Multiple problems utilizing protective needle devices with another co's secondary IV sets. Users are unable to keep needles on the tubing because of loose fit, resulting in leakage. During one event, another set of the same lot was tried and it worked.